Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic ivor lewis esophagectomy procedure, the device¿s anvil was introduced orally and was in the esophagus to be mated with stapler device for anastomosis, the device disengaged, wherein the clear nasogastric tube detached prematurely from the white connector/anvil as it was being passed down the esophagus. After the anvil was retrieved another device was used and the procedure was completed without incident. No patient injury.